Event description:
It was reported that a user was unable to view blood glucose readings on the ilet app while using a dexcom g7 because the incorrect sensor pairing code had been entered into the ilet. No adverse clinical symptoms reported. Outcomes included restoration of expected operation after the pairing code on the ilet was corrected, with the device indicating it was pairing with the sensor and readings expected to resume within the normal pairing window. User support included guided technical troubleshooting and user education to verify the sensor type and correct the pairing code on the ilet. Investigation of this case revealed user error in data entry of the sensor pairing code leading to a temporary loss of displayed glucose data, with normal function resuming after correction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to configuration.

Manufacturer narrative:
Initial.